Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: feedback from nurse managers in surgery 2/emergency department/critical care department that needleless infusion connectors have been leaking recently.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photograph showed two packages from q-syte connectors. One q-syte connector was visible within an open unit package. The q-syte connector contained evidence of use. As no leaks or evidence of leaks were seen on the device(s) in the photograph, the returned photograph could not be used to independently confirm the reported issue. Without a confirmed defect, a root cause of the reported issue could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One photograph and two q-syte connectors were provided for investigation. After disassembling the connector, the bottom disc of the septum was noted to be damaged, which was likely a contributing factor of the reported issue. Due to the inaccessibility of the bottom disc, the damage was likely caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.